Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 120x30. The customer states a (B)(6) female with a history of factor v leiden mutation presented with acute bilateral dvt into the ivc with a clotted ivc filter. The pt had no contraindications to anticoagulation therapy and recently clotted within 48 hrs of an orthopedic procedure. The pt rec'd 8000 units of IV heparin to begin the case. A super renal filter was placed above the pre-existing filter. The trellis device was used to treat both iliacs through the pre-existing filter. Ten mg of tpa was administered through the trellis device; the physician then aspirated and removed the device. At which point another 1000 units of IV heparin was administered to the pt. An 8 fr. Guide catheter was used to treat the left iliac for residual thrombus. The right iliac was clear. The physician stented the left common and external iliac with a 14 and 12mm stent. After the case was completed and the pt was being removed from the procedure table, the pt presented with difficulty in speech and motor function. A CT scan of her brain was performed. The pt was then diagnosed with a stroke in which a craniotomy was required for the evacuation of a hematoma. The pt's current status is dysarthric speech and left side paralysis.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.